Manufacturer narrative:
A definitive root cause of the event could not be determined. No specific reagent or analyzer malfunction was identified. However, an analyzer related event could not be ruled out as a contributing factor. The customer obtained the correct result when the sample was repeated with the same lot of vitros total b-hcg ii reagent. The root cause of this event is unknown.

Event description:
The customer obtained a single, non-reproducible, falsely elevated vitros total b-hcg ii result on a patient sample tested on a vitros eci analyzer. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The result was reported and a corrected report was issued. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).